Event description:
It was reported that the patient's implantable neurostimulator (ins) was removed on (B)(6), 2013 because it died and would not work anymore. It was noted that the leads were still implanted. The patient reportedly could not get "some tests" done because the leads were still implanted. The patient reportedly could not get an MRI because it would "heat the wires up." The patient noted that she was getting the MRI because her back "had been degenerating more" since the ins removal. It was noted that the back degeneration had been ongoing for the last four years. The patient reported that she did not know about the degeneration until last year and it had been gradually getting worse but they did not tell the patient that it was going to get worse as quickly as it had been. The patient reportedly stated that "they" did not know if the depletion was normal, "they couldn't figure out what was wrong with it, why it died." It was noted that "they tried rebooting it several times" and when it wouldn't "reboot anymore, they said it was completely dead" and removed it. It was noted that the device died about three or four months before the patient had it removed. Additional information received the following day reported that the patient never had therapeutic effect. The physician wanted to have an MRI of the lumbar spine due to back pain that was getting worse. It was noted that based on the notes from another doctor the "patient has not used the stimulator in years, patient felt the stimulator was not working. She wanted the battery removed. She does understand she has a surgical lead and understands the surgical lead will not be removed." Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 37092, lot# 272450001, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).